Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor recorded some atrial fibrillation (af) episodes that appear to be physiologic and the pause and brady appeared to be due to artifact or undersensing. After those episodes, there was no cardiac activity, but the "activity" trend was still active. The patient was brought into the clinic to see what was happening with this activity trend and it was discovered that patient had taped device to the outside of their body. The device had "popped out" while the patient was taking a shower. A new device was implanted and remains in use. No patient complications have been reported as a result of this event.